Manufacturer narrative:
Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction/ allegation identified in this complaint record during testing of the device prior to distribution

Event description:
The dreamstation auto bipap device was forwarded to the pil for investigation. There was an initial allegation of burnt spot on the top of the machine lid and smell like smoke. During the investigation, the pil service technician observed black/brown marks on the top enclosure and the main pca has thermal event at q8. Additionally, unrelated to the reportable malfunction, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event.